Event description:
A patient underwent radiofrequency ablation (rfa) using the barrx 360 express ablation catheter. The patient developed mild dysphagia about three weeks after rfa and the treating physician performed an endoscopy, revealing a stricture. The patient is experiencing mild symptoms. The physician plans to treat the stricture with dilation.

Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).